Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump was cracked at pump case. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the insulin pump was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and evidence of moisture damage was found on the electronic assembly, isolated to the electronic stack. During visual inspection, the following cosmetic damages were found: cracked corner of belt clip rails, cracked case, cracked battery tube, cracked keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, the critical pump error (open book image) alarm was confirmed, and the problem was isolated to the electronic stack due to corrosion. Customer allegation's of damage to the case was confirmed when a cracked battery tube, cracked case, and cracked corner of belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.